Manufacturer narrative:
Additional manufacturer narrative: the device related to this complaint was returned and evaluated. No malfunction was found. The ip address was set to 172.16.30.17 with software version 01-77. This cns (central monitoring system) has different software compared to 2 other cnss' in house, which are set to 01-80. Tested and evaluated the cns for 2 weeks, and found no issues. Was not advised to change software. Retested and complete all steps in the maintenance check sheet per service manual. Device was shipped back to customer.

Manufacturer narrative:
Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the cns (central monitoring system) was not accepting setting changes and 4 sectors were not visible.